Event description:
It was reported by the patient that they were in the hospital. Three follow up attempts have been made but no information was provided and the patient refused to give any information about the event. The patient reported that the pdm would not turn on.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.